Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the carotid artery. The emboshield nav6 was advanced without resistance and placed successfully. An xact stent delivery system (sds) was advanced to the target lesion; however, the patient felt something strange; therefore, the physician decided to pause to examine the patient under fluoroscopy. The undeployed sds was withdrawn from the patients anatomy. Once outside the patient's anatomy it was noticed that the nav6 filter had been inadvertently pulled out with the sds. A new nav6 was advanced successfully and another xact stent was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported pod damage and difficulty to insert was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a cause for the initial difficulty to insert. The pod damage appears to be due to case circumstances.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported filter migration was unable to be confirmed as it was based on case circumstances. The investigation determined that the reported difficulties were likely due to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.